Event description:
Tungsten carbide insert came off needle driver. The piece was retrieved without issue and the instrument was sequestered for clinical engineering. The manufacturer has been notified and the device will be returned upon request. No harm came to the patient. Manufacturer response for instrument, manual, surgical, general use, integra® jarit® (per site reporter). Awaiting response. We will return the device for failure analysis if requested.